Event description:
It was reported that after tur, the treated area (near the prostate) was stopped with pressure. After a short time, the foley catheter was removed spontaneously and when checked, the balloon was drained. Suspected balloon rupture. Per follow up information received via ibc on 20nov2023, stated that there was no water leak and also balloon rupture has not been confirmed.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 30 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attach the balloon deflated passively with no issues. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after tur, the treated area (near the prostate) was stopped with pressure. After a short time, the foley catheter was removed spontaneously and when checked, the balloon was drained. Suspected balloon rupture.